Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.